Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds. No changes were reported. There were no patient complications.

Manufacturer narrative:
Medwatch report number: mw5146458.